Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015; 419478 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.